Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open carpal tunnel release procedure, when the surgeon removed the stitches, the wound came apart.